Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding a supply bag that fell and disconnected from the homechoice (hc) unit during dwell. The home patient (hp) stated there were no alarms and she pressed stop on the hc before anything else could happen. The technical service representative (tsr) advised the hp to end therapy. The tsr further assisted the hp to end therapy. The hp confirmed to use manual supplies to complete therapy. There was no patient injury or medical intervention reported. No additional information is available at this time.